Event description:
During a coronary stent procedure of a portal vein graph lesion, the physician attempted to direct stent the lesion and was unable to cross. While attempting to retract the delivery/stent device back into the guide catheter, resistance was encountered. The physician elected to remove the entire system and during removal the stent stripped off proximal to the sheath. No attempt was made at retrieval. The lesion was then predilated and another manufacturer's stent was successfully deployed. The pt returned the next day and the stent was located by x-ray in the peripheral vasculature. The stent was retrieved without incident. Pt status is listed as "okay".